Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap inc. That there was an issue with the product aesculap010 (reportedly metzenbaum adtec monopolar tc dissecting scissors) via information received from medwatch (B)(4). According to the complaint description, the device broke during laparoscopic surgery. The procedure was uterine myomectomy, right ovarian cystectomy. Two fragments were produced and one was removed. The second was unable to be located. However, x-ray results showed a residual 2mm object. There was no risk of harm to the patient due to the small size of the fragment. An additional medical intervention was required. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.